Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and foreign material on the light guide rod lens. Based on the results of the investigation, it is likely the following led to the flickering image and no image: broken connector. Regarding the foreign material on the light guide rod lens, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a flickering image. There were no reports of patient harm.